Event description:
It was reported that ¿all went well¿ until after the surgery. It was noted the patient experienced a cascading of events which resulted in the patient being in the hospital for eleven consecutive weeks. It was further reported the pump delivered an overdose of morphine, which resulted in the patient being treated at five different hospitals. As a result, the effects of morphine had left the patient with permanent disabilities. It was reported the patient had not been taking morphine for three years prior to the pump because of the psych medications he was taking. The pump was implanted on (B)(6) 2013 and after surgery at 12pm the manufacturer representative (rep) inquired what the patient¿s dose of morphine had been and the patient¿s family reported he had not taken it for over three years. It was noted the dose was set lower. The concentration of morphine was 10 mg/ml and the concentration was 1.001 mg/day per the pump logs; however this dose was crossed off and 0.5 mg/day was written in. It was unclear which dose the patient was receiving. It was further reported at about 3pm the nurse felt the patient was out of danger and was released. When the patient got into the car the patient¿s family noted that he had a difficult time hearing, was not coherent, and wanted to do nothing but sleep. It was reported after the patient arrived home his condition worsened and the patient¿s family tried to keep him up for a few hours and was given nothing to eat except for liquids. The patient was allowed to go to sleep with his continuous positive airway pressure therapy (c-pap) and slept for a couple of hours. It was reported when the patient was checked on he would not respond and 911 emergency services was called. It was noted the patient had aspirated and was barely breathing. They cleared his throat and tried to stabilize the patient. The patient was taken by ambulance to the emergency room (ER) and the ER doctors ¿did not have a clue as to why he could not hear.¿ the patient¿s managing physician arrived within 25 minutes and informed the doctors when he saw the patient that he had been morphine overdosed and proceeded to turn the pump off. It was reported on (B)(6) 2013 at 2am, the patient was taken by ambulance back to the hospital and was put in the neurological intensive care unit (ICU) and later that morning was put into an induced coma. The patient¿s breathing was labored and slipping and the patient now had pneumonia. It was reported the patient was put on life support and there were other complications including kidney failure, fever, and heart problems. The patient remained in this coma until (B)(6) 2013. It was reported(B)(6) 2013, the patient was placed in a regular hospital. It was noted the patient suffered extreme headaches and could not eat. His blood pressure was not stabilized going from one extreme to another and the cardiologist was very concerned. The patient was still experiencing delirium and pain from the surgery. It was reported on (B)(6) 2013 at 4pm, the patient was moved to a rehabilitation facility and continued to suffer in stabilizing blood pressure and was swelling unusually. The patient was still sent home (B)(6) 2013 and the patient had an appointment on (B)(6) 2013 with his healthcare provider (hcp) and it was noted the pain pump could not be restarted and it was restated the patient had been overdosed. It was also reported at home on (B)(6) 2013 the patient¿s blood pressure was low and was still delirious and had no sleep. On (B)(6) 2013, the patient went back to the hospital to have the pump checked for functioning and ¿it failed and would not turn on.¿ it was also reported the patient was still delirious and the blood pressure would go down to 98/60 to 95/55 (it was noted the patient normally had high blood pressure). It was further reported on (B)(6) 2013, the patient had a fever of 100-101 degrees with swollen legs and feet and was still delirious. It was reported on (B)(6) 2013, the patient¿s primary care doctor was called and the patient arrived at his office at 8:30am and the doctor was immediately alarmed. It was also reported ¿he was a very, very sick man¿ and needed to go to the emergency immediately. The patient demonstrated how delirious he was when he made a trip to the bathroom and could not figure out how to get out. The patient¿s family called the patient¿s psychiatrist out of concern for his mental condition as well as physical. It was reported the patient spent 12 hours in the ER and ¿no one seemed to want to take responsibility.¿ it was noted during this time he was running a fever of 100 and ¿filled the urinal five times.¿ it was reported the patient was finally admitted for pneumonia again and the patient was vomiting. The patient was also diagnosed with renal failure again and ¿was a very sick man.¿ on (B)(6) 2013, it was reported the patient¿s wife went to the hospital to check on the patient and discovered that there was puss-blood and fluid covering his chair, bed and bathroom. It was also reported it even filled the ¿hat¿ for his urinal and the patient had tried to clean himself up when he was still delirious. It was determined that the surgical incision had burst open due to infection. It was reported on (B)(6) 2013, the patient was transported to a different hospital and it was now necessary to remove the pump (33 days post implantation). The following day surgery was scheduled and on (B)(6) 2013, the patient was diagnosed with mrsa meningitis and needed six weeks of intravenous (IV) antibiotics and quarantine. On (B)(6) 2013, the patient returned to the rehabilitation facility and three days later the patient appeared to be aware of his state and exhibited extreme anger and did not want to go on living and therefore was put on suicide watch and received counseling from the psychologist. It was reported on (B)(6) 2013, the patient went to an appointment for kidney disease and for ¿extreme high blood pressure¿ and the patient was prescribed new medications. In the following days the patient had two more appointments and then on (B)(6) 2013 was released from the rehab facility. It was noted the patient had four more appointments from (B)(6) 2013 and on this date the patient had more medication changes and his potassium and sodium levels did not stabilize. It was further reported the patient exhibited ¿great anger¿ at times with his situation and also mental illnesses fluctuated more easily and ¿tried to do what doctors have suggested, but struggled.¿ the patient at this time was on 14 medications. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
Additional information was received from a consumer reported the pump was removed as of (B)(6) 2013. It was noted that hours after implant the pump was explanted because the pump failed and the patient was overdosed with morphine.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).